Event description:
Info received indicates, the brake is not locking when the brake pedal is actuated.

Manufacturer narrative:
The tech found the head end pedal assembly was worn. He replaced the head end brake/steer pedal assembly to repair the bed.